Manufacturer narrative:
One device was returned for evaluation. The unit was dye tested and the sterility was found to be compromised. The complaint is confirmed. The root cause is attributed to the packaging and manufacturing process. The device history record was reviewed, and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The account alleges that the sealing of the packaging is partially opened.